Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: possible implant disassembly involving the tibial component with loose screw seen in the intercondylar region, a vertically oriented periprosthetic fracture along the medial femoral condyle is seen. Overall sizing of implant is appropriate. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient's surgeon has requested implant identification for unknown reasons. X-rays were provided and reviewed by a third party, indicating possible backing out of the tibial set screw and periprosthetic fracture along the medial femoral condyle.